Manufacturer narrative:
The device history record for the reported lot number, m7355l601, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. All information reasonably known as of 14-jun-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the third of three reports. Refer to 8030647-2018-00377 for the first event. Refer to 8030647-2018-00378 for the second event. It was reported the flex connector kept coming off when the humidity builds up from the patient being ventilated. Three staff members reported to employee health with contamination of mucous membranes. When the disconnect occurred, the patient's respiratory fluids splash staff and ventilation was interrupted until the device was reconnected. There was no reported patient injury.